Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during a post operative visit the surgeon found a clear/white fiber in the paracentesis wound. The fiber was removed and sent for pathology. Lab results came back as inorganic clear thread. There has been no reported patient harm.

Manufacturer narrative:
The lot complaint history was reviewed; this is the fourth complaint for the finish goods lot and fourth for this issue for this lot. The device history record shows the product was released per specifications. It has been noted all four complaints have originated from the same customer within a two day period. For this report, the sample was not returned for evaluation. When this type of issue occurs, a sample will need to be returned so that a proper investigation can be conducted. The root cause of the customer's complaint could not be established as a sample has not been received. Without a sample, it is not possible to isolate the root cause. As the root cause is unknown, the relationship, if any, of the device to the reported incident cannot be determined. Action will not be taken for this occurrence as no sample was returned and root cause evaluation could not be performed. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. Manufacturing management and quality engineering materials will be made aware of this complaint through the monthly complaint review meeting. It is recommended that the customer place the surgical instruments on a mayo tray and if applicable avoid placing them directly on a mayo stand cover or the back table cover. Additionally, the instruments should be wiped before passing back to the surgeon. This will assist in preventing lint contamination on instruments and help to reduce the risk of lint getting into the patient eye. (B)(4).